Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cs-24706-e kit for evaluation. The guidewire was observed to be kinked. The sample was damaged in evaluation before further inspection could be performed. The sample was damaged prior to functional inspection being performed. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit indicate that the intended use for this device is to permit venous access to the central circulation. The customer reported issue of difficulties with the spring-wire guide was confirmed during the sample investigation. Visual inspection was performed and the spring-wire guide was found to be kinked. A device history record review was performed and no issues were identified. The customer states that this issue occurred while using the device for an abdominocentesis. The IFU does not indicate the device can be used for this procedure. The probable cause of the reported issue is incorrect usage of the product. An in-service request has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the swg (spring wire guide) could not be inserted into the patient by abdominocentesis.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device sample indicates that the spring wire guide is kinked.

Event description:
The customer alleges that the swg (spring wire guide) could not be inserted into the patient by abdominocentesis.